Event description:
During routine testing of the device at the service center, the service technician observed deep scratches on the rear cover of the calibrator. The device was originally returned for repair due to a faulty solenoid valve in side b when the scratches were found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.